Event description:
Reportedly, when clipping the branches on the saphaneous vein, the clip did not load into the jaw, the instrument misfired and cut the branches. Bleeding was stopped by using another premium surgiclip.